Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that occlusion alarm recurred on 10/jun/2024. The customer addressed high blood glucose by correction bolus via pump. The patient changed soft cannula infusion set and cartridge and resumed insulin. No further information available.